Manufacturer narrative:
Additional devices implanted and involved in this event: pxc141400/12228321, and pxl161407/11549658. Udis for the lots are as follows: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow up imaging identified a type ii endoleak from multiple lumbar arteries and aneurysm enlargement to 7.4 x 6.3 cm (previously 6.8 x 6.1 cm). It was reported that the rmt281218 migrated distally (amount unknown), causing the endoleak. On (B)(6) 2016, an intervention was performed whereby an aortic extender component was implanted for proximal extension to treat the migration and endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure. Additional information has been requested.

Event description:
On (B)(6) 2014, follow up imaging identified ~ 1 cm distal migration of the rmt281218 with evidence of a proximal type I endoleak. It was also reported a proximal type I endoleak, a type ii endoleak from a lumbar artery, and aneurysm enlargement to 7.4 x 6.3 cm (previously 6.8 x 6.1 cm) were identified. The migration was reportedly caused by remodeling and elongation of the aorta after the endovascular procedure. There was no reported coverage of any vessels due to the migration of the rmt281218. On (B)(6) 2016, an intervention was performed whereby an aortic extender component was implanted for proximal extension to treat the migration and endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure. It was reported the type ii endoleak will continue to be monitored at this time. No further adverse events were reported.